Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and failure to capture at high outputs. Subsequently, this patient underwent a revision procedure and this rv lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.